Event description:
It was reported that the patient had bladder surgery which used monopolar cautery with the grounding pad on the patient's leg and a magnet on the device. When the device was check post-procedure, the patient's rate had changed from 60 to 65 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4023 implantable pacing lead, (B)(6) 1997. (B)(4).